Event description:
"S/p b subgl infra dc cronins 235cc surgitek gels. Softening on l no h/o trauma and c/o burning pain on l. Arthralgias (+ am stiffness)/myalgias, paresthesias, swelling, fatigue, sleep disturb, adenopathy, night sweats, headaches, visual changes, memory loss, dry mucus membranes, hair loss, skin peeling, decreased circulation, sens chem sob/cp, costochondritis, choking sens, htn, increased cholesterol, wgt loss, gi/gu changes, and easy bruising. B removal of breast implants."